Manufacturer narrative:
The customer's report was observed and attributed to faulty CPR-d electrode pads. The electrodes were scrapped to resolve the report. The customer received a replacement set of CPR-d electrode pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.